Manufacturer narrative:
(B)(4). Date sent to FDA: 08/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an8439, and no non conformances / manufacturing irregularities were identified. Related events captured via 2210968-2021-05853, 2210968-2021-05855, 2210968-2021-05856 and 2210968-2021-05857.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? When did the event occurred? In the package, after open the package, or during the procedure? Could you please explain what do you mean by "loosening of the thread on the needle"? What is the exact issue? Please explain. Did the suture and the needle got separated? What was the initial procedure? Did all this 4 pieces got the issue in one single procedure? What was used to complete the procedure? Did the patient suffer from any consequence due to the issue? Events reported in 2210968-2021-05853, 2210968-2021-05856 and 2210968-2021-05857.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.